Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Inquired what led up to the complaint. Customer response: customer called sts that her pump and cgm are going through batteries. Low/short battery lifetime t/s per (B)(4). Last battery change was (B)(6) 2020. Type of battery in use: energizer aa unknown not rechargeable. Checked alarm hx for replace battery, replace battery now or power error detected. Found: replace battery and replace battery now. Inquired what led up to the complaint. Customer response: replace battery alert/replace battery now alarm t/s per (B)(4). Patient's bg at time of incident: expl alarm and possible causes. Customer states the type of battery in use is energizer aa unknown not rechargeable. Item - 'review alarm history' reason not completed - past event. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Item - 'does customer use the suspend before low or suspend on low cgm feature' reason not completed - does not use. Adv the pump requires brand new or fully charge batteries to work effectively. Customer states the battery was not previously used. Customer's outcome pertaining to the complaint: customer sts that she is driving to work and is a flight attendant and getting ready to take a trip and will call back on monday when she gets back home. (B)(4).